Manufacturer narrative:
D9: 8/19/2025. One device was received for analysis. The service history review identified no services in the past 12 months. Visual inspection was performed. The customer reported issue was confirmed through the downstream/upstream occlusion tests. The root cause of the issue was dso sensor and printed wiring assembly (pwa) corrosion. The device was deemed beyond economic repair as there were so many parts that needed repair.

Event description:
It was reported that the pump exhibited an occlusion alarm and cassette not latching. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.